Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was feeling uncomfortable stimulation, which was described as a tapping sensation at the top of the ins in their body where the lead wires were located since the end of (B)(6) 2017. Patient stated they punched something and ended up in the ER at the end of (B)(6) 2017. Patient stated they had an x-ray of their right hand, but felt damage up to their right shoulder. Patient was redirected to their healthcare provider. Patient reported they had an incident with their right hand and arm at the end of (B)(6) 2017. Patient also reported they started to feel a tapping sensation at the lead wire contact point on the ins in (B)(6) 2017. No further complications were reported or anticipated.